Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine (crem) results for two patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The result of patient one was reported out of the laboratory. Result of patient two was not reported out of the laboratory. The samples were repeated and lower results were obtained. Amended report was initiated for patient number one only. Patient number two's results are covered under MDR 2050012-2011-00096. Although other symptoms were present that required hospitalization; the erroneous crem contributed for the patient to be hospitalized.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood on the hub, shaft, balloon, and in the guide wire lumen, and dried contrast on the shaft. This is consistent with handling and use inside the body. Dimensional analysis found the tip length met manufacturing criteria. It was confirmed that the stent implant was dislodged and was not returned. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. It is likely that interaction with the previously implanted stent and/or the moderately tortuous/mildly calcified lesion contributed to the failure to cross. Then, as the sds was being removed, resistance was felt as it crossed through a previously implanted stent, where the stent got caught and ultimately dislodged. A balloon catheter was used to deploy the stent in the right coronary artery (rca) (additional therapy/non-surgical treatment) and the pda was treated with angioplasty. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Further, on-line test data for this lot shows all units passed manufacturing criteria. Since there was no damage noted to the stent implant or sds prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The failure to cross, difficulty to remove, and stent dislodgement appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 apex; guide wire: cougar xt; guide cath: 6f q4. The device was received. Investigation is not yet complete.

Event description:
It was reported that the promus stent did not cross the lesion site in the posterior descending artery (pda). The stent also fell off of the balloon during removal when crossing a previously implanted promus stent. A balloon catheter was used to deploy the dislodged stent in the proximal right coronary artery. The pda was treated with balloon angioplasty. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.